Event description:
The manufacturer received information alleging a ventilator failed to power up. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device was found to power on as designed. During the evaluation, the device's lcd screen was found to be blank. The device's lcd screen needs to be replaced. No repairs were performed. The device was scrapped.